Event description:
A vaxcel pasv mini port was placed for the therapeutic purposes in 2005. During a chemotherapy treatment, the catheter was noted to be leaking. Upon removal of the port in 2005, the catheter was fractured. The port was replaced.